Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. The pulse generator exhibited backup vvi operation and could not be interrogated. The device was explanted and replaced. The patient's condition was good during and post procedure.